Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil portion of the right ventricular (rv) lead exhibited high impedance. The svc was programmed off, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.